Manufacturer narrative:
Device evaluated by MFR.: the faradrive steerable sheath was returned to boston scientific with an unknown part inserted into the hemostatic valve. The part was removed and observed to be a pointed tip. The faradrive steerable sheath was leak tested and did not pass leak tests. Microscopic inspection of the hemostatic valve revealed the internal and external valve to be deformed from the unknown tip and unable to properly reseal, likely due to the unknown tip being inserted into the sheath for an extended period of time during transit to boston scientific.

Event description:
It was reported that during procedure a faradrive steerable sheath was selected for use, however while aspirating, after the transseptal puncture, the physician stated that he had to aspirate a larger amount of air out of the faradrive sheath than he was used to. Approximately 20 minutes later during a catheter exchange the physician continued to get air bubbles out of the sheath while aspirating, therefore it was decided to replace the device and the issue was resolved. The procedure was completed. No patient complications were reported. The device was returned for analysis.

Event description:
It was reported that during procedure a faradrive steerable sheath was selected for use, however while aspirating, after the transseptal puncture, the physician stated that he had to aspirate a larger amount of air out of the faradrive sheath than he was used to. Approximately 20 minutes later during a catheter exchange the physician continued to get air bubbles out of the sheath while aspirating, therefore it was decided to replace the device and the issue was resolved. The procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.